Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this left ventricular (lv) lead was found out to be dislodged due to vein size and anatomy. Additional information obtained from the field which indicated that the dislodgement was confirmed via x-ray. The lead exhibited phrenic nerve stimulation and loss of capture (loc) was also observed at maximum output. The lead was initially turned off to stop phrenic nerve stimulation until the lead could be revised. To date, the lead was explanted. No additional adverse patient effects were reported.